Event description:
It was reported that this pacemaker system experienced an automatic safety switch from bipolar to unipolar pacing due to an out-of-range right ventricular lead impedance, suggestive of a possible lead fracture. Despite this, no adverse patient effects were reported, and technical services recommended further clinical evaluation of the lead. This system remains in service.